Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and go in coma. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and go in coma. The patient was reportedly hospitalized in response to the event. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. Section h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and go in coma. The patient was reportedly hospitalized in response to the event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found liquid ingress and an unknown rust-like contaminant, an unknown dust contaminant, a small amount of a sticky, congealed substance and keratin-like substances in the p4, blower, blower seal, blower box, rear panel, in the iso port, bottom enclosure and blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 5 instances of: e-30, 2 instances of: e-200, 3 instances of: e-4, 1 instances of: e-51, 1 instances of: e-180, 1 instances of: e-53 and 1 instances of: e-130. The manufacturer concludes the contaminates found were consistent with liquid ingress, an unknown dust contaminate and keratin. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. Section b1, b2, d9, g3, h1, h3 and h6 has been updated / corrected.